Manufacturer narrative:
Concomitant medical products: ddbc3d1 ICD, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported there was a right ventricular lead warning, the lead displayed "climbing" impedance's and no capture at the highest output. An inquiry was made about the lead in the context of an integrity alert and fracture. It was also reported the patient engaged in vigorous physical therapy exercises with weights. The lead was partially explanted, capped, replaced, and no patient complications have been reported as a result of this event.